Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly after being charged to 100%. The pump was connected to a power source however the pump as unable to be powered up. The customer's blood glucose was 240 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.